Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 dec 2025 has been used as a placeholder. The device has been requested for evaluation: it has not been received. The investigation is pending.

Event description:
A complaint was received with regards to an expression mr ibp transducer cable, 5ft, in which it was reported that they taped the coiled up a-line cable to the patient and it ended up burning the patient. It was noted the cables were not used per conditions and the instructions for use were not followed. The event occurred during MRI scan. There was patient involvement and there was patient harm.